Event description:
It was reported that the staples were jamming.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. The device investigation is pending and the results will be submitted in a follow-up report.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and wi thout magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 36 staples remaining in the cover block. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. A dimensional inspection was not required as a part of this complaint investigation. On functional inspection, an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple did not fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The two misaligned staples were removed. The next three staples were fired successfully. The following ten staples were inserted into a simulated skin pad. One staple did not form completely. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. An nc was opened by the manufacturing site to further investigate this issue. The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. It could not be determined what caused the staples to misalign. Nc was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the staples were jamming.